Event description:
Prior to starting a surgical procedure, the user facility identified a mega needle driver instrument's jaws that allegedly were not closing. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was not able to confirm the alleged issue where the instrument's jaws were not closing. Recognition and engagement tests were performed on the instrument and passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not initially reported by the site was a frayed cable at the distal idler pulley. The frayed cable section was approximately 0.08 in length. There was also damages found on the edge of the pulleys, suggestive of mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.